Manufacturer narrative:
Analysis of the catheter found pin connector collet prematurely locked in place. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 8781, lot# 0212456224, implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the catheter involved in the event was an 8781 with a lot # of 0212456224. Further clarification on the statement of the ¿wound on the back¿ reported that it concerned an operation ¿(o.r.) Wound (lumbar)¿. It was a little swollen, but no inflammatory components and sutures have now been removed. The wound inspection showed no leakage. It was noted that ¿a spot cranial of the wound¿ is a bit sensitive, however no more swollen as before. It was reported that the patient feels good, no headache, no nausea, no fever. The patient was only a little light-headed. The patient is receiving effective therapy again. No further complications were reported and/or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, implanted: (B)(6) 2017, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 1000 mcg/ml at 120 mcg/day via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017 there was an implant of a new synchromed ii pump and an ascenda catheter. At the end of february /beginning of march the first complications for the patient arose. On (B)(6) 2017 the patient had a bloodpatch. It was noted that an x-ray tvc and lvc + abdominal and the catheter tip was noted at th8. On 2017-mar-03, it was reported that the patient experienced liquor leakage ¿ wound on the back and a posture-related headache even still after the bloodpatch t4 without effect. It was further reported that there was a possible withdrawal syndrome that included sweating and itching. On (B)(6) 2017 a repeated x-ray showed a disconnection of the catheter at the height of the connector where the spinal and pump segment are connected. It was reported that there was a loose connector with the ascenda. On (B)(6) 2017 a revision took place and, leaving the catheter intact, they replaced only the ascenda connector and the spinal segment of the catheter remained in situ. The pump segment was re-tunneled and the pump again was attached to the fascia. The environmental/external/patient factors that may have led or contributed to the issue were reported as obesity and possibly violating the rules of life imposed by the hospital (e.g. Stretching <(>&<)> bending). It was reported that at the time of this report the issue was resolved. The patient status at the time of this event was alive- no injury. No further complications were reported and/or anticipated. The patient¿s medical history included: 1992 multiple sclerosis 1996 thrombosis in aortic valve which lead to amputation from elbow left arm. The patient¿s concomitant medications included: microlax enema 5 ml rectal (B)(6) 2017 5 ml if necessary alendronic acid tablet 70 mg oral (B)(6) 2017 70 mg once a week formoterol / beclomet (fetal) aero 6 / 100 mcg inhalation (B)(6) 2017 2 dose 2x day naproxen tablet 500 mg oral (B)(6) 2017 500 mg 2x per day baclofen tabl 10 mg oral (B)(6) 2017 variable 4x per day 'cranberry caps oral (B)(6) 2017 1 piece 1x per day temazepam caps 10 mg oral (B)(6) 2017 10 mg zn for night pantoprazole tablet msr 40 mg oral (B)(6) 2017 40 mg 2x per day gabapentin caps 300 mg oral (B)(6) 2017 variable 3x per day metoprolol tabl retard 50 mg oral (B)(6) 2017 50 mg 1x per day methylphenidate tabl 10 mg (ten) oral 2017-02-13 50 mg 1x per day salbutamol disk 200microg / do 60do inhalation (B)(6) 2017 200 microg zn 1-4 x per day 'alvesco 160 aeros 120do + inhalation (B)(6) 2017160 microg 2x per day calcium carbonate / white d3 tablet 500 mg / 800ie oral (B)(6) 2017 1 piece 1x per day

Event description:
Additional information received. It was reported that at this time the serial number and additional details about the ¿wound on the back¿ were not available, but would be asked of the hospital. It was noted that the patient is now doing fine and responding to the therapy, with other words positive effect. No further complications were reported and/or anticipated.